Event description:
It was reported that the patient experienced an allergic reaction due to aligner wear (itchy mouth, headache, nausea). The patient has since discontinued aligner treatment, and no additional medical intervention was required.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: so-sr02822662 assy-500011 (aligners), and 2 item assy-500010 (template), were packaged on october 07, 2022, by of second shift by bag & box operation. We reviewed the DHR for this so-sr02822662 and not found issues or deviations during the manufacturing process, the sales order was inspected and met with the acceptance criteria provided by qa. Conclusion: no failure found. We reviewed the instructions for use (IFU) for aligner and retainer and in the contradictions and warnings section, if the patient has a history of allergic reactions to plastics, this product should not be used. IFU: instructions for use ¿ 0281-IFU-500544, 0281-IFU-500583: contraindications: this product is contraindicated for patients with a history of allergic reactions to plastic. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this so-sr02822662. Raw material: rt-501017-b / lot# 05950836 / qty. Received = (B)(4) pcs. Part-501019 / lot# 223149 / qty. Received (B)(4). The inspection results of the material was found to be acceptable for use in the manufacture of the suresmile product. Evidence provided. We reviewed the attached document and found that the customer declared not apply allergy¿s reaction for the plastic but in other section declare that the patient not tested for allergies to the product.